Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019 a blood glucose of over 600mg/dl, with polydipsia, and polyuria, associated with an alleged call service issue. Reportedly, the patient remained on the pump, and self-treated with insulin via pump. During troubleshooting with customer technical support, it was revealed a call service 087 alarm occurred while the patient was sleeping and was not responded to. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.